Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer did not boot; the programmer had a system error. Hard drive was reconfigured and software reloaded to resolve issue. (B)(4).

Event description:
It was reported that upon turning the programmer on, an error was received. The programmer has been returned for repair. There was no patient involvement.